Event description:
It was reported to philips healthcare that the heartstart xl failed to switch on, which was later confirmed and isolated by the philips field service engineer to the optical switch. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is completed.